Manufacturer narrative:
The report we received indicated that the balloon burst at nomial/rbp and the tip did not come through the sheath; had to snare the tip out. No adverse effects to pt. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
Snare the tip out.